Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a lead evaluation was performed where the allegation was not confirmed. Laboratory observations and field report found that during the baseline testing it was all passed since there where therefore no problem was detected.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had infection with sepsis and hematoma. A revision was performed and the crt-p along with the leads were explanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.